Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via phone call she was hospitalized with high blood glucose of 50 mg/dl. The customer had 3 no delivery alarms in the alarm history for that day. The insulin pump passed the selftest. Customer also reported that the insulin pump has a crack at the reservoir window. Customer stated that the device has been dropped, bumped and in a car accident. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.